Manufacturer narrative:
The device and suspect electrodes were not returned to zoll medical corporation for evaluation. Instead, the customer returned the device history log for evaluation. Review of the device history log found evidence of the customer's report. Root cause cannot be firmly established without the suspect product for evaluation. It is important to note that the accessory ID does not impede the device's ability to deliver therapy. This was reported inadvertently and does not meet our guidelines for reportability. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while monitoring a (B)(6) female patient, the device was unable to correctly detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.